Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00247 was sent in error. Customer has confirmed that the leakage was not under pressure, therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with bd facscanto¿ ii facsflow under pressure sprayed outside of instrument. The following information was provided by the initial reporter: facsflow will probably leak from inside the device and then onto the table. Customers have opened the right side and see that there is massive (i.e. Spray) coming out of the regulator r1. Nobody had direct contact with the liquid and everyone was using gloves. Nothing more happened. The device was switched off and is blocked for further operation.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facscanto¿ ii facsflow under pressure sprayed outside of instrument. The following information was provided by the initial reporter: facsflow will probably leak from inside the device and then onto the table. Customers have opened the right side and see that there is massive (i.e. Spray) coming out of the regulator r1. Nobody had direct contact with the liquid and everyone was using gloves. Nothing more happened. The device was switched off and is blocked for further operation.